Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were requiring excessive pressure and multiple presses to respond. The patient stated that the issue was occurring for about 1 week. The patient confirmed that there was no damage or evidence of moisture ingress to the pump. The pump was reportedly worn with a pump skin in a pocket and the pump was not cleaned. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/30/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons responded appropriately. The original complaint of the keypad buttons requiring excessive pressure and multiple presses to respond was not confirmed or duplicated during testing. There was evidence of contamination found under all of the key contacts.